Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the cause of the access site adverse event was a user related issue as clinical details noted patient was supratherapeutic on coagulation and even additional suturing and manual pressure did not resolve bleeding.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
After peel away sheath was exchanged for repositioning sheath, bleeding was noted at the site prior to onsite impella support. When onsite support arrived, an additional suture was being placed at insertion site. Patient continued to have a small ooze on the lateral side of the suture site in the intensive care unit. Manual pressure was held, labs drawn. Coagulation labs were supratherapeutic. Once coags returned to normal level, oozing resolved and systemic heparin was started per hospital policy. The pump was later explanted.